Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (50-56 mg/dl) and carbohydrates were consumed to address bg. Customer reported to have also experienced low bg prior to pump therapy and does not suspect pump was the cause of the ongoing issue. However, cause was not known. As customer was not experiencing low bg at the time of report, troubleshooting with tandem technical support was not performed. Recommendation was made for customer to discuss event with their healthcare provider.